Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Cause of low bg was due to not having a continuous glucose monitoring session on the pump at the time of the event. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.